Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg was inoperable as the battery was unable to hold a charge any longer. As such surgical intervention is planned to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly therapy was restored..